Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger (serial#: (B)(4)) found a broken connector.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator recharger (insr) was not charging. The patient hadn't noticed the desktop charger connection was bent until the time of the report. The patient had been unable to charge the insr for about two weeks and the insr was not responsive when plugged into the wall. The patient had another insr present. The patient took the other desktop charger into the insr and then the insr was taking a charge. The implantable neurostimulator (ins) was discharged the day of the report. The desktop charger was not charging the recharger; the connector was bent. It was later reported that the patient received the replacement desktop charger adaptor and was back to receiving therapy, including the ability to properly recharge the ins. No patient harm reported. Upon device return it was found through analysis that the connector was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.